Event description:
It was reported that physician was unable to defibrillate the patient with this lead. The lead was not implanted and returned for analysis.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of unable to defibrillate was not confirmed. Electrical tests were performed and the lead was found to be within specification. No anomaly was found.